Event description:
During shoulder arthroscopy procedure, at the end of the case when they took off the pad, blisters where noted on the pt's abdomen which resembled a cautery burn. Customer indicated a valley lab pad was used and placed on the abdomen. The pt's physician treated the burn and pt is ok. It was stated that the customer was unaware of the instructions on the valley lab pad package regarding placement of pad. Pad placement recommendation is indicated on the package and the abdomen is not one of the application areas. It is uncertain if the unit will be returned for evaluation. The unit was evaluated by bio-med at their facility and they found no problems.